Event description:
It was reported to the biomed that the device does not capture. The biomed said the device tested fine during initial testing and is planning on doing a full test on the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.